Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited a capture threshold of 6.50 v, 1.0 ms. The lead was removed and replaced.